Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient saw signs of drainage at the pump site along with pump erosion through the skin. The patient was advised to report to the emergency room (ER). She was admitted to the hospital and the entire system was explanted. The pump site also showed signs of infection. The devices were discarded and would not be returned for analysis. It was unknown if the issue was resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.